Event description:
It was reported that the patient presented to the emergency department with increased shortness of breath. There was occasional p wave undersensing noted on the right atrial (ra) lead during arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.